Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. It was reported that the handle did not recognize the adapter. The reported issue was confirmed. Additionally, the investigation detected an unreported condition of a damaged transistor that has no relationship to the reported condition. A damaged electrical component resulting in loss of piezo function may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. The root cause of the observed damage was misuse of the product. The investigation found the unreported failure did not cause or contribute to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the handle screen displayed an error. It was showing on the screen as not functioning when the adapter was connected. A soft reboot was attempted to resolve the issue, but there was no change. There was no patient involvement. Medtronic's initial evaluation of the incident is that analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures.